Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "constant air in line alarm" was unable to be reproduced. A review of the event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to ultrasonic sensor fluid numbers are out of calibration (low). The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant air in line during an unspecified process step. There was no patient involvement. No additional information is available.